Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (1 mg/ml at 0.2 mg/day) via an implanted pump. It was reported that the pump pocket was infected in (B)(6) 2021, so the pump and catheter were removed. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient was implanted with a new system on (B)(6) 2022.